Manufacturer narrative:
Samples have been requested for eval. A f/u report will be submitted upon completion of the eval, or if add'l info becomes available.

Event description:
The home pt reported multiple cassettes that had pinhole leaks at the end of the drain line. The leaks occurred either during priming or during the drain cycle. The home pt stated that the cassettes are from the bottom layer of the box. The home pt drains into the commode. No pt injury or medical intervention was associated with this report per the home pt.